Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported an area of incomplete treatment following flap creation of the left eye. It was noticed when the doctor tried to dissect the flap. The case was aborted and the patient was instructed to wait three to four weeks and return for photo refractive keratectomy to complete refractive correction.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the doctor indicated the machine did not give any error messages. The patient did not move during the procedure or have any pre-existing conditions. The patient had photo refractive keratectomy done with no complications so far.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).